Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 673 mg/dl with high ketones that were identified as life threatening by the health care provider. Reportedly, customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin. The treatment resolved the issue and there was no permanent damage to the customer. Customer was released from the hospital on 11/9/2023. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.